Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician had difficulty crossing a 15mm x 2.00mm nc quantum apex balloon catheter to the target lesion. Upon dilatation, the pressure of the first inflation went down. Upon checking the balloon, the balloon was found ruptured at 8 atmospheres. The procedure was completed with another of the same device. The patient status is good post procedure.

Manufacturer narrative:
Device evaluated by MFR:the nc quantum apex device was received in a shelf box bearing the same batch number printed on the hub of the device. A stopcock was attached to the hub of the catheter, as-received. There was blood in the wire lumen. Magnified inspection revealed a pinhole in the balloon wall 4mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. However, there was no evidence of any product quality deficiencies contributing to the damage and the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician had difficulty crossing a 15mm x 2.00mm nc quantum apex¿ balloon catheter to the target lesion. Upon dilatation, the pressure of the first inflation went down. Upon checking the balloon, the balloon was found ruptured at 8 atmospheres. The procedure was completed with another of the same device. The patient status is good post procedure.

Manufacturer narrative:
(B)(4).